Event description:
Loss of junctional overlap between the proximal main body and the distal bifurcated piece resulting in sac pressurization, rupture, and death. Date of event unknown [the study covers between october 2012 and march 2019- article published 29 may 2020]. 'Perioperative and long-term results of zenith fenestrated aortic repair in women' liao et al 2019. Although the title of the article names women the adverse event reported was for a male patient.

Manufacturer narrative:
The device was not returned for evaluation. A lot number was not provided for this complaint; therefore, a review of the device history record could not be performed. The device IFU states: - "endoleak" is listed as a potential adverse event. - "patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up". For patients who are experiencing enlarging aneurysms, an unacceptable decrease in fixation length (vessel and component overlap), or endoleak after the initial endovascular repair, consider additional endovascular interventions or conversion to standard open surgical repair. An increase in aneurysm size or persistent endoleak may lead to aneurysm rupture. "The long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft. Due to the lack of information received in the complaint it is difficult to determine a definitive root cause.

Event description:
Loss of junctional overlap between the proximal main body and the distal bifurcated piece resulting in sac pressurization, rupture, and death. Date of event unknown [the study covers between october 2012 and march 2019- article published 29 may 2020]. 'Perioperative and long-term results of zenith fenestrated aortic repair in women' liao et al 2019. Although the title of the article names women the adverse event reported was for a male patient.